Event description:
It was reported that the patient presented in the or for pocket evacuation for hematoma. The pocket never healed and an open wound was left, exposing device. Device also migrated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.